Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to hypoglycemia, with a blood glucose reading of 49 mg/dl. The customer had changed the infusion set the day prior to the event. On the day of the event, the customer stated that she did not eat breakfast. The customer was about to eat lunch after doing some shopping, but while she was paying for her items, she began feeling ill and asked for the clerk to call the paramedics. The customer also stated that two days prior to the hospitalization, she had told her doctor about experiencing low blood glucose levels, and the doctor adjusted her basal rates. Nothing further was reported.